Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Boston scientific technical services was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Boston scientific technical services was consulted and further testing was recommended. Further information was received that spring contact issues were suspected. The physician opted to explant and replace the device. No adverse patient effects were reported. At this time, this lead remains in service.